Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney alleges that the patient "underwent an additional surgery to remove the defective 3dmax, which had eroded into the cecum", however, no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a bilateral inguinal hernia. A bard/davol 3dmax, reference number 0115321, lot number huza1188 was implanted to repair the right hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to remove the defective 3dmax, which had eroded into the cecum. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney alleges that the patient "underwent an additional surgery to remove the defective 3dmax, which had eroded into the cecum", however, no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of 3dmax mesh (device #1), patient was diagnosed with bowel perforation, erosion, adhesions thereby underwent removal of mesh. The adverse reaction section of the instructions-for-use, supplied with the device list adhesion as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of a bilateral inguinal hernia. A bard/davol 3dmax, reference number (B)(4), lot number huza1188 was implanted to repair the right hernia defect. (B)(6) 2017: the patient underwent an additional surgery to remove the defective 3dmax, which had eroded into the cecum. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic hernia repair with implant of 3dmax ¿ right (device #1) and 3dmax ¿ left (device #2). Per operative notes, ¿in the right inguinal area, the hernia sac was easily identified and dissected away from the cord structures. A large right-sided preformed 3dmax mesh (device #1) was placed into preperitoneal space and to cover the defect. In the left side, a large hernia sac was reduced from along the cord. A left-sided preformed 3dmax mesh (device #2) was then placed into the space, to cover the defect.¿ (B)(6) 2017 - patient was diagnosed with inguinal hernia mesh eroded into cecum and gastrointestinal bleeding thereby underwent removal of mesh (device #1). Per op notes, ¿there was a large amount of omental adhesions to the right lower quadrant and the omentum was freed of its attachments to the right inguinal region. Dissected into the preperitoneal space by opening the perineum and the mesh from the inguinal hernia repair was visible and palpable, and it was eroded into the cecum. This was the superior portions of mesh. This mesh (device #1) was completely removed as it was eroded into the cecum.¿ attorney alleges that the patient had adhesions, bowel perforation, bowel removal, pain and emotional injuries.